Manufacturer narrative:
(B)(4).

Event description:
It was reported an insulation breach was observed on the rv lead. Externalized conductors were suspected but not confirmed. The patient is scheduled for a evaluation in november. No further information is available.